Event description:
Information was received indicating that a smiths medical portex® suctionpro 72¿ suctioned ineffectively following 6 - 8 hours of use. Subsequently, it was reported that the patient's lung collapsed; leading to a required bronchoscopy being performed. There were no further reported adverse effects.